Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 3587a25, lot# n156038, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead .

Event description:
A consumer reported the left lead never worked and it was replaced. Indication for use included migraine.

Manufacturer narrative:
Main component of the system and other applicable components are: product ID 3587a25, lot # n156038, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type lead.

Event description:
Additional information received reported that there was a paddle placement issue. The action/intervention taken to resolve the left lead not working was that the paddle was revised to a cylindrical type electrode. The cause of the left lead not working was that the paddle electrode was placed slightly deep to the greater occipital nerve and therefore could not provide adequate stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.